Event description:
It was reported that there was a revision surgery on 2014 (B)(6). It was noted that the procedure was done to revise the lead due to the patient getting more stimulation in the legs rather than the lower back. It was noted that nothing was replaced during the revision. It was noted that the patient wanted adaptive stimulation because, he didn¿t like the jolts he received in different positions. It was noted that the patient post revision stated that he had about a 15 percent improvement in stimulation.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).